Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the angulation in the forceps elevator was out of standards due to cutting part of the wires of the forceps elevator and there was the dirt inside the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found some wires of the composing the forceps elevator wire of the subject device were cut and then risen, and also found the dirt inside the light guide lens of the subject device. The subject device had been sent from the user because it was seemed the wires of the forceps elevator of the subject devise were broken. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea and the former similar cases, omsc surmised there was the possibility these phenomena were attributed to the following causes for each; [some wires of the composing the forceps elevator wire of the subject device were cut and then risen] the cause cannot be specified, but it might have occurred that fatigue accumulated on wires by repeated operation of forceps elevator. [The dirt inside the light guide lens of the subject device] the cause cannot be specified. It could find brown dirt like corrosion product adhesion under the light guide lens from olympus korea report. Therefore it might have occurred in the following mechanism: a) humidity entered the subject device from the leaking point, which caused components under light guide lens to corrode. B) corrosion product remained inside the light guide lens as dirt. If additional information becomes available, this report will be supplemented.